Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following significant weight loss the patient experienced a tingling sensation at the ipg site. It was determined the leads have migrated. As a result, surgical intervention was undertaken on 03 may 2024 wherein patients system was explanted and replaced to address the issue.